Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during the first use, the 3 instruments has broke during use. The surgeon has no forced during his procedure.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The moveable part of the jaw is bent. Furthermore the axel pin is no longer flush to the instrument surface. These are indicators of an overload situation, most likely leverage during application. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: according to the IFU, overloading the jaw must be avoided. No CAPA is necessary.